Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked and evidence of moisture ingress was observed behind the display lens. Furthermore, the yellow o-ring of the battery cap was reportedly visible at the time of the power interruption; per the instructions for use (IFU), the yellow o-ring of the battery cap should not be visible during pump operation, otherwise the pump is susceptible to power-related failures. The reporter stated that they were able to secure the battery cap to the pump case per the IFU upon the last attempt prior to the occurrence of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/07/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/19/2015 with the following findings:the reported issue could not be adequately investigated due to a battery life issue; no conclusions could be determined in regards to the reported issue. Several inexplicable 'power reboot events', which can be indicative of the type of power issue that was reported, were observed in the black box data. The battery compartment was observed to be intact. The returned battery cap was found to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was able to maintain power with the returned battery cap installed. The pump failed to complete a 24 hour exercise period due to short battery life. Evaluation revealed that the pump drew electric current at levels above the upper specification limits; this device failure caused the short battery life issue. The battery cap contact measurements were found to be within the specifications. The pump case was observed to be cracked near the upper right corner of the display. The pump failed a leak test due to a leak at the aforementioned pump case damage. The pump case was opened, and evidence of moisture damage was found on the transceiver printed circuit board. The transceiver was removed, and the pump current draws returned to levels within the specifications; the battery life issue was indirectly caused by the moisture damage to the transceiver printed circuit board.